Manufacturer narrative:
(B)(4).

Event description:
The complaint states that a transmitter failed error was reported. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was determined to be the transmitter timer not advancing via data.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that the display device showed a transmitter failed error on (B)(6) 2019. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.